Event description:
It was reported that high impedance was seen pre-operatively for a planned vns replacement surgery. The patient underwent a full revision of lead and generator. The explanted suspect product was noted not to be available for return. No further relevant information has been received to date.